Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The device history indicates that on (B)(6) 2013 at 0342, the device cca was changed from emergency room to 7e/60bs, the device settings for line a and b were not cleared, and line b volume was cleared: 0 ml. At 0344, line b was programmed in the concurrent mode, cca 7e/60bs, simple delivery, to deliver at a rate of 75 ml, with a vtbi (volume to be infused) of 900 ml, for duration of 12 hours. Line a was programmed in the dose calculation mode, cca ER, to deliver cardizem 125 mg/125 ml, at a rate of 7 ml/hr, with a vtbi of 78.8 ml, for duration of 11 hours and 16 minutes, and the deliveries were started. At 0443, line a was programmed in the dose calculation mode, to deliver cardizem 125 mg/125 ml, at a rate of 5 ml/hr, with a vtbi of 72 ml, for duration of 14 hours and 24 minutes, and the delivery started. At 0445, line a was programmed in the dose calculation mode, to deliver cardizem 125 mg/125 ml, at a rate of 5 ml/hr, with a vtbi of 71.8 ml, for duration of 14 hours and 22 minutes, and the delivery started. At 0451, line b was stopped, vi (volume infused) 83.9 ml, line b was programmed in the concurrent mode, to deliver at a rate of 75 ml, with a vtbi of 816.1 ml, for duration of 10 hours and 53 minutes, and the delivery started. At 0452, line b was stopped, vi of 84.3 ml, line b was programmed in the concurrent mode, cca 7e/60bs, simple delivery, to deliver at a rate of 75 ml, with a vtbi of 815.7 ml, for duration of 10 hours and 53 minutes, and the delivery started. Within the same minute, line b was stopped, n vi of 85 ml. At 0454, line a was stopped, vi of 28.9 ml and the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility voluntary medwatch was received that stated the following: "pt receiving cardizem via a hospital infusion pump. Was also receiving maintenance IV fluid. Pump was running in concurrent mode. Nurse inadvertently change position of IV bags on tubing, didn't clear and reprogram pump, so each fluid infused at the other's rate. This resulted in the pt receiving cardizem 75 ml/hr, when desired rate was 7 ml/hr. This infused for approximately 72 minutes. Pt developed bradycardia, hypotension. Required administration of additional medications." Other relevant history: "history significant for atrial fibrillation with rapid ventricular rate, hyponatremia, acute kidney injury, hypertension, left knee pain, copd, hyperlipidemia." Upon further query, the following information was provided that indicated the customer contact reported an operator error, which resulted in the pt receiving more medication than intended. The pt was being treated in the emergency room for atrial fibrillation with rapid ventricular rate. At an unspecified time, line a of the device was programmed to deliver an unspecified dose of cardizem 125 mg/ml, at a rate of 7 ml/hr, with a vtbi (volume to be infused) of 120 ml. Line b was programmed in the concurrent mode, to deliver an unspecified maintenance IV fluid, at a rate of 75 ml/hr, with a vtbi of 1000 ml and the deliveries were started. At 0342, it was reported the pt was considered stable and was transferred to a 7e hospital unit room. The customer contact reported when a pt is transferred from the emergency room to another hospital unit, the medication bags hanging have to be changed to pharmacy prepared bags with an attached pt label. It was reported the 7e unit nurse removed the medication bags that were from the emergency room and hung the new pharmacy prepared bags, and the deliveries were restarted without changing the device programming. It was reported, shortly after the medications bags were changed, the pt complained of not feeling well and leg pain. It was reported, at that time, the nurse remained in the room with the pt. The nurse assessed the pt and troubleshoot the device for any problems. It was reported, at 0454, the nurse called the nursing supervisor into the pt's room for assistance. At that time, the nursing supervisor noted that the nurse inadvertently changed positions when the new medications bags were hung to the tubing lines. Therefore, the cardizem therapy was delivering at the IV fluids programmed rate and the cardizem bag was almost empty. At that time, the delivery was stopped. It was reported the pt's heart rate decreased rapidly. The code team and pharmacy were called. It was reported there was full response in less than 15 minutes and the pt was treated with unspecified concentrations of atropine, calcium gluconate and albumin. At an unspecified time, the customer contact reported that the pt was stabilized. At 2100, the customer contact reported the pt was having shortness of breath. At an unspecified time, abg (arterial blood gases) were drawn and indicated the pt was acidotic. At 2213, it was reported that pt was intubated and transferred to acu (advanced coronary unit) and put on bypass. At that time, the pt's family was consulted and elected to take no further measure except for comfort. The pt was ordered fentanyl for comfort. At 2350, the pt expired. The coroner determined the cause of death. The customer contact reported the cause of death was a "medical misadventure." The customer contact reported that the device contributed to the pt's death. No additional information was provided; therefore hospira's medical investigation is complete. If additional information is received a supplemental report will be submitted.